Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure an unspecified artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Estimated date (date of event reported as: recently). The customer reported the device was discarded. The lot number was not provided; therefore, a review of the device history record could not be performed.